Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint and adverse event, concerns a female patient of unknown age and ethnicity. The patient was taking insulin lispro (rdna origin) (humalog) cartridges, unknown dose, frequency, indication for use, and start date not provided. On an unspecified date, during treatment of insulin lispro via humapen savvio red, when pressing the dosing button, a white rim remained visible at the top, raising concerns that the patient might not have received the full insulin lispro dose. It was provided the plunger rod as unstable (pc number (B)(4) and lot number 2310s01). On unknown date, the patient experienced elevated blood glucose values. Information regarding corrective treatments, and outcome of the event was not provided. It was unknown if treatment with insulin lispro was continued. The patient was the operator of the device. Her training status was unknown. The duration of use for the device model was nine months. It was unknown if device was returned to manufacturer. The reporting consumer related the events with humapen savvio red and did not provide an opinion of relatedness to insulin lispro. Edit 17dec2025: upon internal review amended operator of device in narrative from unknown to patient.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 08apr2026 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that when using their humapen savvio device "when pressing the dosing button, a white rim remained visible at the top". Events of increased blood glucose and underdose were assessed as non-serious. Investigation of the returned device (batch: 2310s01, manufactured october 2023) identified the reportable malfunction of a broken bulkhead component. Forensic analysis of the returned device identified calcium stearate residue on the inside of the housing collar. Calcium stearate is not used in the manufacture of the humapen savvio and its most likely source is a cosmetic or household cleaning product such as soap or shampoo. Fatty acid exposure is known to degrade the noryl 731 resin used in the bulkhead and housing collar, providing a plausible mechanism for the structural failure of the ultrasonic weld joint. The most likely root cause is therefore chemical degradation of the noryl 731 resin due to external post-manufacture exposure to a fatty acid-containing substance. This is the first documented occurrence of this failure against batch: 2310s01. The total number of complaints associated with a bulkhead failure, falls within the scope of the approved risk analysis. The foreign material, introduced in the field, and not related to the manufacturing process, caused degradation of the bulkhead component, causing the device malfunction. Malfunction confirmed. A broken bulkhead can lead to an over- or underdose. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. Foreign material contamination of the device occurred while in the field (not related to the manufacturing process). This misuse is relevant to the finding of bulkhead failure.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint and adverse event, concerns a female patient of unknown age and ethnicity. The patient was taking insulin lispro (rdna origin) (humalog) cartridges, unknown dose, frequency, indication for use, and start date not provided. On an unspecified date, during treatment of insulin lispro via humapen savvio red, when pressing the dosing button, a white rim remained visible at the top, raising concerns that the patient might not have received the full insulin lispro dose. It was provided the plunger rod as unstable (pc number: (B)(4) and lot number: 2310s01). On unknown date, the patient experienced elevated blood glucose values. Information regarding corrective treatments, and outcome of the event was not provided. It was unknown if treatment with insulin lispro was continued. The patient was the operator of the device. Her training status was unknown. The duration of use for the device model was nine months. The device was returned to manufacturer on 08dec2025. The reporting consumer related the events with humapen savvio red and did not provide an opinion of relatedness to insulin lispro. Edit 17dec2025: upon internal review amended operator of device in narrative from unknown to patient. Update 08apr2026: additional information received on 31mar2026 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage was updated from no to yes, malfunction remains yes (cirm) and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.